Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer's mother had called in earlier this month and they were sent a replacement serter but they did not get the replacement sensor. Caller stated that she was not sure if there was something wrong with the insulin pump as the customer has been running high with a blood glucose reading of 475 mg/dl yesterday. Customer ate breakfast and lunch and was not sure why his blood glucose was high. Customer pulled out the reservoir and there was still a lot of insulin. Caller stated that she will try to call later tonight.